Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent low blood glucose events, including early-morning episodes, while using the system, with the lowest reported glucose of 40 mg/dl and durations up to one to two hours; user education and troubleshooting were provided, including meal announcement timing, conservative hypoglycemia treatment, and confirming lows with fingerstick. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included user follow-up, review of usage reports, and provision of training recommendations. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear despite education on carbohydrate treatment and timing behaviors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.